Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was able to fill the same cartridge without changing the needle tip. Customer's blood glucose level was 150 mg/dl.